Event description:
Customer reported via phone, she has been experiencing a flex in her blood glucose. She would be in the 200 or 300 mg/dl range and then drop to 30 mg/dl. She has been low for a few days and up to five times a day. Customer doesn't think the issue is with the insulin pump and has been wearing it. Customer is not sure if the issues with the reservoir or the infusion set. Customer stated she was just wearing the insulin pump and she didn't administer any insulin and she still woke up with low blood glucose level. Customer requested for the device to be replaced and returning the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device was received with cracked reservoir tube lip, minor scratched lcd window, and cracked reservoir tube window.